Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance issue treater than 2500 ohms with noise. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).